Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 360 mg/dl. The user remained connected to the ilet and allowed the device to deliver insulin as needed to correct glucose levels. No outside medical intervention was required.